Event description:
It was reported that the filter port was observed to be broken off of the support plate of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.